Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. As per the pump¿s log, the following medications were being administered as of (B)(6) 2016: dilaudid with concentration 20.0 mg/ml at a simple continuous dose rate of 8.994 mg/day, and clonidine with concentration 40.0 mcg/ml at a simple continuous dose rate of 8.994 mg/day. The previously applied results code is no longer applicable.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml dilaudid at 9 mg/day and 40 mcg/ml clonidine at 18 mcg/day via an implantable pump for lumbar radiculopathy and spinal pain. It was reported that a motor stall occurred with 24 months until eri. The patient went through withdrawals and was hospitalized. Upon interrogating the pump, a motor stall was noted. The hcp attempted to give a bolus to see if it would restart the motor without success. It was noted the ptm wouldn't work. The pump was noted to be replaced on (B)(6) 2016 and the event date was noted to be (B)(6) 2016. The patient was noted to be "alive-no injury" and the issue was resolved.

Event description:
The company representative indicated that the patient was seen at the doctors office on this report date and was doing great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2016-dec-09 when the device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.